Event description:
It was reported that customer experienced cgm error and could not continue sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to perform pump reset, completed reset with guidance, confirmed error did not recur, and successfully started new sensor session.